Event description:
Upon initiation of hemodialysis at an outpatient facility center, patient developed hives and became hypotensive. Hemodialysis treatment was stopped. The patient's blood was rinsebacked followed by administration of benadryl 25 mg i.v. The patient's symptoms were resolved and no further treatment was administered.

Manufacturer narrative:
A review of the reported cartridge lot number found no similar complaints reported. Clinical staff attributed event to an "first use" allergic reaction. The user's guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established.